Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a follow up performing an automatic capture threshold test as well as sensing test long pauses were noted when the device was programmed to "temporary parameters" with a lower rate pacing limit of 30. Due to the slow rhythm the patient presented with syncope. Technical services discussed this scenario further with the field representative and noted that the syncope could have been caused by the slow rhythm or the posture of the patient. At this time this device remains implanted. The device was explanted and returned for analysis. No additional adverse patient effects were reported.